Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The manufacturer¿s field service engineer (fse) confirmed the reported button key failure issue and replaced the bezel to address the reported problem.

Event description:
The customer reported button key failure. There was no patient involvement.